Event description:
The generator was received for analysis. Analysis of the generator was completed on 09/23/2015. Burn marks were observed on the can indicating an asic latch-up electrocautery issue. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulsedisabled), there were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that during vns implant surgery the generator showed an end of service message after being sutured in place. A new generator was then implanted. The generator showing end of service that was not implanted is expected to be returned for analysis, but has not been received to date. Further follow-up revealed that following attaching the generator to the lead device diagnostics did not show end of service. The surgeon then sutured the neck and chest area and at the completion of that the device was rechecked and then showed end of service. The patient was taken to ICU and the device was checked again after one hour which again showed end of service. The generator was then replaced. It was reported that electrocautery was used during the implant procedure. The device programming history was received and reviewed that confirmed that the generator appeared to have been hit with electrocautery causing the end of service warning.